Event description:
It was reported that "during dialysis treatment, bleeding through the venous exit site was noticed. The venous side was replaced and there was a cut along the football cuff."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the return of the device for eval. When the investigation is completed, a final report wil be submitted.